Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump was not recording insulin or blood glucose data. During troubleshooting, multiple boluses and temporary basal rates were performed and were found to be accurately recorded in the pump history. Additional troubleshooting could not be completed. Customer technical support has attempted to follow up for additional information and troubleshooting, without success. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings:the pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no errors, alarms, or warning occurring. A 10unit audio bolus and a 10unit normal bolus were successfully performed and both boluses were accurately recorded in the pump history. The pump was downloaded with diasend software and the download matched what the pump recorded in the history. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.